Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 10 device evaluations are in progress. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was bent. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was bent. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 12 total events were initially reported. 12 previously reported events are included in this follow-up record.   Product return status 12 devices were received.   Evaluation status confirmed 11 reported events were confirmed during testing. - 11 devices were found to be affected by a bent leg. Not confirmed 1 reported event was not confirmed during testing. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.